Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30520. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. X-rays showed that the leads had migrated to t9, far to the left and appeared to be almost out of the epidural space. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that the explanted devices were replaced and effective therapy was restored.